Event description:
It was reported that when an asymptomatic patient presented to the operating room for device replacement due to normal eri, externalized conductors were observed via diagnostic imaging. Increased in pacing lead impedance was noted. The lead will be scheduled for extraction.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.